Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 527 mg/dl. Ketone level was large and considered as being dangerous by a healthcare provider. The contact administered insulin via injection to address bg. The contact alleged the insulin was not being delivered via pump/supplies. During troubleshooting with tandem technical support (cts), no device issues were identified. Reportedly, humalog was used in the cartridge for 3-4 days. Cts informed the contact that humalog was labeled for 48 hours with the cartridge. The contact acknowledged the information.